Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high and low blood glucose. The customer had extreme highs and lows, she rewound, took the reservoir out checked for bubble and got high as high as 280 mg/dl and as low as 70 mg/dl. Her blood glucose went up to 300 mg/dl and went real low within 30 minutes, and checked ant it was 229 mg/dl. Customer treated high blood glucose with the bolus. Based on customer report proceeding in troubleshooting per customer alleging possible pump under delivery. The customer just received alert for blood glucose of 232 mg/dl. Based on troubleshooting, customer was advised to change infusion set. Customer also stated that, the infusion set suspend on low. Customer advised to change entire set, reservoir and insulin and treat per healthcare professional instructions. The device will not be returned for analysis.